Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. The customer was treated with the insulin pump. Customer did not report any symptoms related to the high blood glucose level. The customer did not have insulin pump with her for troubleshooting. The insulin pump will not be returned for analysis.